Event description:
It was reported that the surgeon said that pt may have had issue with poly. Surgeon suspected poly could have been delaminated. Upon pulling implant out, it appeared to be delaminated posteriorly and the post of the ps component had sheared off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it wil be submitted in a supplemental report.